Event description:
During insertion of an evoke trial lead, the patient's anatomy was difficult to steer through and the epidural needle was hitting bone. When repositioning the lead, resistance was felt and the tip of the lead fractured. An x-ray was taken and revealed the tip of the lead was located in subcutaneous tissue. The physician made the decision to leave the fractured tip inside the patient until the pre-planned removal of a non-saluda scs system was performed.